Event description:
It was reported the procedure was to treat a very old vein graft in the pda. During the procedure a perforation occurred. The hi-torque floppy guiide wire was advanced as a buddy wire to place two stents as treatment for the perforation. During removal of the guide wire it was noted that one of the stents had been deployed over the tip of the guide wire and the guide wire tip separated and remained between the stent and the vessel. No complications were reported and the pt is fine.